Event description:
During the initial count for the procedure, a hair was noted woven into one of the lap sponges. Laps removed from sterile field and placed in a bag with the wrapper. All items in contact with the laps were removed from the sterile field and replaced.